Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The embolization coil was intact with the pusher assembly. The pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock. The mid-joint outer diameter (od) is larger than the rest of the pusher assembly. This allows the introducer sheath to properly seat on the pc400. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pc400. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a renal arteriovenous fistula (avf) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician had difficulty advancing a pc400 coil out of its orange introducer sheath. The physician confirmed that there were no kinks on the pc400 coil pusher assembly, then cut off a portion of the sheath and attempted to advance the coil out but was unsuccessful. The pc400 coil did not enter the patient and was not used. The physician completed the procedure using a new pc400 coil. There was no report of an adverse effect to the patient.